Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a broken bearing. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial bearing and confirmed the implant has fractured at the interface surface of the yoke and bearing and the product was cut into two pieces. Also noted heavy nicks and gauges on the returned product. Root cause was unable to be determined. Or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: oss porous im stem 10.5 x 90 catalog #: 150381 lot #: 380910; oss porous im stem 12.5 x 150 catalog #: 150391 lot #: 743770; oss 3cm diaphysel segment catalog #: 150464 lot #: 674200; oss 7cm diahpyseal segment catalog #: 150466 lot #: 182010; oss poly tibial bushing catalog #: 150476 lot #: 423910; oss poly lock pin catalog #: 150478 lot #: 406240; diah seg lock screw set catalog #: 150481 lot #: 858990; oss segmental stacking adapter catalog #: 150483 lot #: 362240; oss reinforced yoke catalog #: 150493 lot #: 097210; oss rs 3 cm resurf fmrl-rt catalog #: 161005 lot #: 551130; oss rs 9cm mod prox tib body catalog #: 161027 lot #: 630640; oss rs poly fem bushings set/2 catalog #: 161034 lot #: 237710; oss rs axle catalog #: 161035 lot #: 967950.

Event description:
It was reported the patient underwent an orthopedic salvage procedure. Subsequently, the patient underwent a revision approximately two and half years post-implantation due to fractured polyethylene bearing which caused the patient pain. The polyethylene bearing and orthopedic salvage system assembly products were removed and replaced. No additional patient consequences were reported.